Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking gas. A lot of torque was being applied. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with evidences of reprocessing. Therefore, no testing was performed to evaluate the event reported. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.